Manufacturer narrative:
A philips remote service engineer (rse) communicated with the customer and sent a quote for replacement of part (453564406631 iv2-flex mechasy loudspeaker assembly) to resolve the issue. The quote was not accepted by the customer, and no work was performed by philips. A goof faith effort (gfe) conducted confirmed the device was completely out of sound, an inop error was displayed, with no audio present. We are unable to confirm the final disposition of the device because the customer did not accept the quote. If additional information is received the complaint file will be reopened.

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.